Event description:
It was reported that, during the stage one implant procedure, impedances were unusually high, ranging from 4,000 - 7,000+ ohms. The health care provider attempted to test the device at .7, 1.5, and 3 volts, but high impedances did not resolve. The hcp changed testing cables with no improvement and then changed ens units with no improvement. The hcp also stimulated up to 8 volts, but was unable to bring the impedances down. The decision was made to switch out the lead. When the new lead was tested, impedances were all within the 4,000 and lower range. Additional information has been requested; a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: neu_stylet_acc; product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of lead (model 3387s-40, lot#v947057) found foreign material on the distal end electrode. A polyurethane coating was observed on the electrodes. Analysis of the stylet found no significant anomaly. The stylet wire was bent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.